Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed. No disposable, pump won't run" during use. It was reported no anomaly was found with the pump. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Other, other text: device evaluation: two (2) samples were received for evaluation in used condition. Visual inspection of returned sample showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed. There is no non-conformance or deviation related to the failure reported in the device history record for finished good and associated component.